Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest, the device displayed a "check pads" message after delivering the first shock using one step electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.